Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the electrode belt failed incoming testing, specifically the ECG fall off test. The cause for the test failure was isolated to an open red (-5v) wire between ECG c and ECG d. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had a damaged cable.